Event description:
A vitreoretinal surgeon reported that the "cutter stopped working" in the middle of a vitrectomy procedure. The procedure was aborted because they did not have another pack to open to complete the procedure. Additional information has been requested but has not been received.

Manufacturer narrative:
One (1) lot number was identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).